Manufacturer narrative:
Lot was manufactured from september 5, 2018 - september 7, 2018. The device was received for evaluation. Visual inspection was performed and found fluid in the bag due to an untightened blue winged luer cap. A functional leak test was performed after filling the device and manually tightening the cap. The device was monitored until the next day and no evidence of a leak was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking within the overpouch from an unspecified location. This was discovered prior to use. The device was prefilled with sodium chloride. There was no patient involvement. No additional information is available.